Event description:
During a laser lithotomy procedure, the fiber was connected to the holmium laser. The parameters were adjusted to stimulate the fiber lithotomy, and within 2 minutes, a sound was heard. There was no indicator light at the front of the laser fiber. Inspection of the fiber found that it had disconnected and divided into two segments. The fiber was immediately replaced, and the procedure was completed without patient consequences.

Event description:
During a laser lithotomy procedure, the fiber was connected to the holmium laser. The parameters were adjusted to stimulate the fiber lithotomy, and within 2 minutes, a sound was heard. There was no indicator light at the front of the laser fiber. Inspection of the fiber found that it had disconnected and divided into two segments. The fiber was immediately replaced, and the procedure was completed without patient consequences.